Event description:
An issue was discovered internally relating to the packaging of the mp008r-b button probe. The protective tubing had come off of the metal probe tip within the sealed pouch. The protective tubing is required to protect the sterile tyvek pouch from being punctured by the pointed, metal tip. Should the metal tip puncture the packaging, or the pouch seal become compromised, then the sterility of the button probe is also compromised. No injury has occurred and there is no pt involvement with this issue.

Manufacturer narrative:
This issue was discovered internally. No pt or user injury has been reported. Corrective action and impact on distributed product is currently being evaluated. Add'l lot/exp numbers: c151005, 03/31/2013; e111003, 05/31/2013; e251002, 05/31/2013.